Event description:
The international customer reported the ventilator alarmed due to oxygen not available. The customer reported the device was not in use therefore there was no patient involvement or harm. If the ventilator discontinues oxygen support it will continue to provide ventilatory support to the patient using an air gas source. Loss of the oxygen source can be detrimental to a patient if in use. The manufacturer's service technician replaced the data acquisition pcb board to address the reported problem.